Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is a left total knee arthroplasty without radiolucency, loosening and wear. No fracture. No joint effusion. Overall fit alignment of the implants is appropriate. Normal bone mineralization. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to the knee being 4 degrees varus.. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona femoral cr standard size 9 catalog # unknown lot # unknown, persona tibia 5° stemmed size f catalog # unknown lot # unknown, persona patella 32mm catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.